Event description:
According to the initial reporter, the physician was made aware of a fractured piece of a filter present in the heart several months after what was thought to be a successful filter retrieval procedure. Both the ir team and pathology reported the filter was fully retrieved in its entirety. However a CT had been done for a separate issue and a fragment was discovered. Because pt had no other procedures since the filter retrieval, the only thing they believe this could be is a piece of the filter. Filter was placed at an outside hospital so no details on exact placement date or g# / lot # etc. Was given. Patient is asymptomatic, however they are planning to retrieve the fragment.